Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14739749. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 352360.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient was reprogrammed. The patient underwent a full system replacement procedure and was doing well postoperatively. There was no device malfunction suspected. All explanted devices were not returned.